Event description:
The customer contacted carefusion technical support and reported the following: "unit was showing vent inop when they were checking it before patient use. After sending it to biomed shop the unit sat for a few days and then they began to test it. No problems were found. So biomed called us to troubleshoot. The error log showed the data error bgpt, bad ID bgpt error log. He is going to check all connections in the gde. He checked the transducer cals and the bgpt transducer has drifted from 2800 to over 3100". Carefusion technical support advised the biomed to calibrate the transducer, and see if the issue resolves. He was to run the unit over the weekend and see if it maintains the settings.

Manufacturer narrative:
The customer called back after the weekend and advised carefusion technical support that he had calibrated the blended gas transducer but the vent inop alarm still there. Carefusion technical support trouble-shooted the issue, and found that the inspiratory pressure transducer was not calibrated, and had the error message "invalid calibration". They had the biomed calibrate this transducer and the problem was corrected.